Event description:
It was reported that during a left sided flutter case; there was a drop in blood pressure. The staff had trouble getting the ECG and investigated. Fluoroscopy confirmed little movement on the left side. A pericardiocentesis was performed and the patient was taken to the operating room for possible repair. The physician thinks that the tamponade was caused by the second transseptal or from the ablation catheter's position near the right vein. The patient remained in the hospital for possible repair. The customer also mentioned that among bwi products, a reprocessed lasso was also used in the procedure; however, the reprocessing facility information is not available.

Manufacturer narrative:
Upon follow-up with the customer facility, it was stated that the patient was recovering in the hospital for a week prior to release and she had also refused to take medications. (B)(6) her current health condition is unknown. When the product is returned to bwi, an analysis wil be performed and a 3500a supplemental report will be submitted to the FDA. Concomitant products: product code: f5adp282rt, brand name: webster, electrophysiology catheter, lot # 15111092. Product code: cfp002, brand name: coolflow® irrigation pump, (B)(4). Product code: s7001, brand name: stockert 70 rf generator, (B)(4). Product code: m470001, brand name: carto xp system, (B)(4).